Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin within their cartridge. The customer's blood glucose level was 145mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, a cartridge change was performed to address the issue.